Event description:
It was reported that on (B)(6) 2014, the patient was admitted with an acute myocardial infarction. The procedure was to treat the bifurcation of the proximal left anterior descending (lad) artery and diagonal 2 (d2). Pre-dilatation was performed in the d2 with a mini trek 2.0x8 with residual stenosis less than 40%. Afterward, a dissection was noted in the proximal d2 and a 2.5x12 implant was deployed. Post-dilatation was performed with a non-compliant (nc) 2.5x9 balloon. Next, pre-dilatation was performed in the proximal lesion in the lad with an unspecified nc balloon 3.5x15 and a second implant 3.5x18 was deployed. Post dilatation was performed with a non-abbott nc balloon 3.5x12. Full widening was reached and an optimal angiographic effect. After a few hours, the patient complained of pain. On controlled angiography, thrombus was identified and integrilin was given to the patient. The patient achieved some improvement. This situation was repeated once again. During second such situation, when the lumen of the vessel was completely closed, a drug eluting stent 2.5x18 was implanted with post-dilatation of the implant previously implanted in the lad. At the end of the procedure, an intravascular ultra sound was performed in the lad and d2 and an optimal effect was noticed. The patient's dual anti-platelet therapy was changed to aspirin and ticagrelor. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: whisper es; guide cath: launcher 6f ebu 3.75. The reported patient effect of dissection is a known observed and potential patient effect as listed in the rx trek instruction for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.